Manufacturer narrative:
Additional narrative: a device history record (DHR) review was conducted: visual inspection: the complaint device torque limiting handle 80in-lb was returned to cq west chester for investigation. During visual inspection, no issues were identified on the device. This device was sent for torque testing and the results are documented in ¿tsr 12785¿ under the notes & attachment section. Functional test: during functional test, the device tested between 41.873 ¿ 45.323in lb while the specified range is 80 in lb ± 10% (72-88 in lb). Dimensional inspection: no issue warranting a dimensional inspection was identified. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Expedium verse torque limiting assembly, 103030163 rev k (current) and rev h (manufactured) conclusion: the device failed the torque test by testing low, hence the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb72340 was released in a two batches. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the torque driver does not initiate correctly. No patient impact. This report is for one (1) torque limiting handle 80in-lb. This is report 1 of 1 for complaint (B)(4).